Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with the artificial urinary sphincter (aus) and is noted as such in the instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the ams 800 instructions for use (IFU) was reviewed. The patient symptom of erosion was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to erosion. The aus cuff, pump, and balloon was explanted at an unknown date and not replaced. A new aus cuff, pump, and balloon was implanted on (B)(6) 2021.

Event description:
It was reported that the patient's artificial urinary sphincter had eroded. The system was scheduled for removal on (B)(6) 2019. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was scheduled to be explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.